Event description:
Reporter noted corneal burn occurred during procedure. Customer declined to complete questionnaire, or provide any add'l info at this time.

Manufacturer narrative:
A company service rep checked system, including phaco handpiece; found it met performance specifications. No components were returned for testing. Customer was provided info regarding possible causes of thermal injuries. Multiple follow-up attempts made for add'l info; questionnaires sent have not been returned to date.